Event description:
Knee replacement surgery, synvisc did not work. Information was received on 13-sep-2006 from a female patient who was treated with 2 series of synvisc injections (dates unknown). The patient reported the second set of injections did not work, and on an unk date, she had undergone an unspecified surgery. No further information was provided. Additional information was received on 18-sep-2006, from the treating physician, who stated the patient had undergone knee replacement surgery " a few years ago" while under the care of another physician. No further information was provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.